Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and discovered that the exterior of the wash/vacuum probe was very dirty and the sample mixing paddle was scratched. The fse replaced the wash/vacuum probe assembly, mixing paddle, and mixer wash insert assembly. The fse also performed alignments for the modular chemistry (mc)/cartridge chemistry (cc) reagent probes. The fse verified the repair as per established procedures and results met published specifications. In conclusion, the exact failure mode of the event is unknown as multiple hardware components which could have caused or contributed to the event were replaced to resolve the issue. Results: wash/vacuum probe assembly, mixing paddle, mixer wash insert assembly.

Event description:
The customer reported obtaining erroneously low creatinine kinase (ck) result for one (1) patient from the unicel® dxc 600 synchron® system. The customer stated that the dxc 600 in question generated a ck result of 20.07 iu/l which did not match the previous results for the patient. The customer indicated that the other tests ordered for the patient matched previous values. Subsequent repeat of the sample produced a ck result of 126.90 iu/l which matched the previous ck results for the patient. The erroneously low ck result was not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event. The customer stated that the patient sample was heparinized plasma. Quality control (qc) results prior to and following the event were within the established ranges.